Manufacturer narrative:
The biomedical engineer reports that the bedside monitor display occasionally turns white. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the bedside monitor display occasionally turns white.